Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced a pen needle that would not detach, and the cannula breaking off. The device malfunction led to the nurse receiving a dirty needle stick injury. The nurse immediately disinfected the affected injury site and unspecified testing. The test results have not been specified. The following information was provided by the initial reporter: after injection, when removing the needle from the insulin pen, the needle stuck in the pen, the nurse did not see it and pricked herself trying to put the pen cap back on. The nurse immediately disinfected the sting point with soap and dakin, then went to the emergency room for sampling. She is awaiting the results.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced a pen needle that would not detach, and the cannula breaking off. The device malfunction led to the nurse receiving a dirty needle stick injury. The nurse immediately disinfected the affected injury site and unspecified testing. The test results have not been specified. The following information was provided by the initial reporter: after injection, when removing the needle from the insulin pen, the needle stuck in the pen, the nurse did not see it and pricked herself trying to put the pen cap back on. The nurse immediately disinfected the sting point with soap and dakin, then went to the emergency room for sampling. She is awaiting the results.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary one insulin pen with a bent cannula stuck in the septum was returned from an unknown lot. No., cat. No. 329605. Visual examination was carried out on the returned sample and a bent cannula stuck in the septum of the pen was observed. No DHR review can be carried out as lot number is unknown. Due to the condition the sample was returned this cannot be confirmed to be manufacturing related. H3 other text : see h10.